Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the lower leg vessel. A 2.00mm x 20mm maverick²¿ balloon catheter was selected to dilate the lesion. During the procedure the balloon "exploded" at unknown pressure and part of it was left inside the patient. The physician could not snare it out so the patient was sent to surgery to remove the detached part. The procedure was not completed due to the event. During the surgery the fragment was successfully removed from the patient. The patient was stable after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick2 balloon catheter with a stopcock attached to the hub. The device was returned in two pieces; however, the distal end including the inner, outer, balloon and distal tip was missing. Visual and tactile inspection was performed. One section of the catheter was 15cm long consisting of the hub and hypo tube; the hypotube was kinked 8cm from the strain relief. The second section was a portion of the hypotube 19cm long that was kinked in two places. Inspection under magnification revealed that all of the fracture faces were oval shaped, as if kinked prior to separation. The remainder of the device was not returned. The reported ¿balloon burst¿ was not confirmed due to the unavailability of the distal portion of the catheter for analysis. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage or the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was reported the device was used in a peripheral procedure. The directions for use states; "the maverick2 monorail ptca dilatation catheter is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion." The most probable root cause is considered user related. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the lower leg vessel. A 2.00mm x 20mm maverick balloon catheter was selected to dilate the lesion. During the procedure the balloon "exploded" at unknown pressure and part of it was left inside the patient. The physician could not snare it out so the patient was sent to surgery to remove the detached part. The procedure was not completed due to the event. During the surgery the fragment was successfully removed from the patient. The patient was stable after the procedure.

Manufacturer narrative:
(B)(4).